Event description:
On january 1, the pt experienced bronchitis and infectious disease of right fourth toe. On january 2, the pt was given bromhexine hydrocholoride and cloperastine. On january 11, the pt was given cefuroxime axetil. On january 15, 10 minutes after initiation of dialysis on a b3-1.6a filter dialyzer, the pt's blood pressure suddenly dropped to 40mmhg, and the pt fell into indistinct consciousness. The pt was given 300ml saline and recovered. Dialysis was then discontinued. On january 17, 10 minutes after initiation of dialysis, the pt's blood pressure suddenly dropped. After the pt was given 500ml saline, blood pressure recovered. But dialysis was discontinued. The pt's leukocyte increased to 27,500/mm3, eosinophil increased to 57%. On january 18, as the pt's leukocyte increased to 26,900/mm3, eosinophil fraction was 55%, ige increased to 384iu/ml. The dr supposed the adverse event was anaphylactic shock caused by medicines and dialyzer. The pt was given 200mg IV hydrocotisone sodium succinate and 500ml concentrated glycerin fructose after initiation of dialysis. The pt's blood pressure was stable at 140 - 160mmhg. Dialysis was continued. On january 22, dialysis was performed by b3-1.3a (lot no. 90931111). At present the pt was stable during dialysis without blood pressure dropping.